Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as hosp retained explants. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "a revision of a left total hip was due to the cup subsiding."